Manufacturer narrative:
The reported issue was confirmed by a test run performed with a oxygen cylinder being connected. There was no abnormality observed in the results of pressure accuracy/oxygen flow volume accuracy/oxygen concentration tests. The unit passed all tests, it was determined ready for use.

Event description:
It was reported that a noise occurred in the unit. The unit was not on a patient and there was no patient or user harm reported.